Event description:
The surgeon was implanting crosslink. The set screw on the crosslink was stripped so it could not be implanted. The stripped crosslink was removed and another crosslink was implanted.